Event description:
New information received indicates that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.